Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the lens "shot out" of the plunger and pierced the pt's capsular bag. The lens remains implanted; however, it is not stable and may need to be removed. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information has been requested. (B)(4).